Event description:
The destination therepy pt was implanted with a vanted electric left ventricular assist device (lvad). It was reported by the vad coord that the pt experienced red heart alarms and dizziness. The alarms were occurring daily and sometomes twice per day. It was also reported that there was evidence of fluid ingress. The physician decided to replace the lvad with the mr's clinical trial lvad. The pt was then brought to the hosp for the lvad replacement. The pt remains ongoing with the MFR's clinical trial lad.